Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.

Event description:
Study. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated 60% stenosed 3.5x32mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.5x32mm taxus express2 study stent. Post dilation was performed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 2 days later on bayaspirin and plavix. In 2009, at the 9 month follow up visit angiography revealed a 75% restenosis of the study stent which extended 5mm's proximal of the stent. In the following month, a percutaneous coronary intervention treated the 75% stenosed 3.5x32mm target lesion located in the mid rca, resulting in 0% residual stenosis and timi 3 flow. Per the physician, the event was listed as "possibly related" to the study stent.